Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(6).

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) and inappropriate high voltage therapy for supraventricular tachycardia (svt). Programming changes were made and the patient was stable after.